Event description:
It was reported that the customer accidentally dropped the insulin pump a couple weeks ago and since then there is a crack in the device case. After changing the reservoir, the customer noticed that drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip, cracked end cap, cracked battery tube threads, cracked display window corner and scratched screen. The drive support cap was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.